Event description:
The user stated a physician questioned hemoglobin a1c results for at least 63 patient samples. The user performed precision testing with discrepant results. A precision run on qc material demonstrating the issue gave the following results: 13.74, 13.86, 13.52, 14.11, 9.20, 13.81, 13.98, 13.95, 13.84, 13.88 and 13.64%. A precision test using a patient sample gave the following results: 18.3, 18.7, 19.7, 18.3, 17.2, 18.5, 18.5, 17.7, 18.7 and 19.3%. Patient data indicating discrepant results were generated was not provided. No erroneous patient results were reported. No patients were adversely affected. The field service representative determined, there was problem with the sr probe and replaced the probes and checked the syringes and cleaner dispense. He verified the analyzer operation by running precision testing, qc and patient samples.